Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump shut down due to normal battery depletion; however, upon connection to a power source, the pump shut off unexpectedly. Blood glucose level was 372 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.